Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow sensor was replaced by the user, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed during preuse checkout and lost the ability to mechanically ventilate. There was no report of patient involvement.